Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 22 days after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 may 2022, lot 2113568: (B)(4). Additional device involved batch review performed on 25 may 2022 liner: impact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2114161: (B)(4). Expiration date: 2026-oct-11. No anomalies found related to the problem. (B)(4).